Event description:
As reported for this event, the yellow auxiliary scope connector on the device broke off. There is no reported harm to any patient.

Manufacturer narrative:
Additional information is not yet available for this device. The customer biomed is trained by olympus for both repairs and preventive maintenance. The customer has ordered parts and will repair the device. The device is not available for evaluation. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections. Customer informed that the original problem with the device was error code [e03]. A problem was found with alcohol pump being intermittent, and some at the back was noted. After troubleshooting, a leak was found coming from drain connector due to break in seal for the drain nipple connection customer biomed ordered and installed new alcohol pump, new tubing and nipple for the drain line. Device is now working properly.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections. There is no available repair history for this device. The device history record review confirmed that device conformed to specifications at the time of shipping. It is likely that the tube was unable to be connected as the connector became loosened and came apart. As a cause of the loosened connector, the user may have applied stress to the connector toward loosening direction, and the stress was accumulated, or, the connector was thought to be hit by something hard. The instructions for use includes the following statements whereby defects can be detected by performing inspection as follows; chapter 3. Inspection before use¿3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.